Event description:
Since implant did not achieve primary stability upon placement; the clinician concluded that the implant failed to osseointegrate.

Manufacturer narrative:
User documentation (technique manual,(B)(4)) specifies that immediate loading is suitable only if sufficient primary stability of the implant is achieved at the time of placement. Also, the recommended implant insertion torque and implant attachment torque is 30n-cm. If the implant placement torque is less than 30n-cm, then the attachments should only be hand tightened. The implant insertion torque should not exceed 70 n-cm; if 70 n-cm is reached prior to full seating, the implant should be removed and the osteotomy should be enlarged. The following info was provided by the clinician: primary stability was not achieved. Clinician thus concluded that implant did not integrate to bone and a larger diameter implant should be placed instead. Pt had lot density (type iii) bone. The clinician did not specify the amount of torque used to place abutment and the implant. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause is unk. The implant's lot history records were reviewed; any discrepancies or issues of non conformance were successfully resolved prior to the release of the parts. Implant was manufactured to specs. No further action is required.